Manufacturer narrative:
Event was reported by practitioner in (B)(6). Five (5) lenses were returned from the same lot involved in the incident. Two (2) of the lenses were opened. Method: unopened lenses from the same lot as the actual lens were evaluated. The device was examined for visual defects and measured for parameters. The actual device involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. Results: no failure was detected and the product was within spec. However, visual inspection found that one lens had foreign bodies present. Conclusions: a review of the lot history record for the device found nothing to indicate that the device contributed to the incident. No conclusion can be drawn. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. The identification of foreign bodies may indicate issues with pt handling which would be the most likely cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt.

Event description:
On the morning of (B)(6) 2011, the pt put a pair of avaira lenses in her eye. By noon, the pt had a strong burning and redness in both eyes. The following day, the pt went to the hosp and was diagnosed with bilateral, severe hornhauterosion (corneal erosion) probably toxic or mechanical in origin. Pt was prescribed bepanthen and floxal (eye ointment). The pt has stopped wearing lenses. The pt has not returned to the practice for a f/u, but coopervision has been told that the pt is still not wearing contact lenses.